Event description:
Resident was being transferred via hoyer lift. Two nursingassistants were present. The chain book came unhooked at the lower left side. The resident alid from the canvas lift jacket onto the floor. The resident sustained a displaced fracture of the surgical neck of the humerus. The physician treated at the center.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.